Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit passed displacement test and basic occlusion test. No motor error alarms noted. However, unit alarmed at 2.5 lbs during prime test due to faulty force sensor resistor (gold). Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.